Event description:
N/a.

Manufacturer narrative:
The cerelink icp (ID 826850) was not returned for evaluation after the 3 gfes (good faith efforts ) were made and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports (same product ID, same failure, different patients). Linked to mfg report numbers: 3013886523-2023-00007. A facility reported a microsensor (ID 826850) dropped the pressure to -46 mmhg. A catheter and icp express were used. After a period the icp readings appeared to normalize to a believable number. No further additional information provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.